Event description:
It was reported that "air was not going through the hose of the product to adapter" of the hand piece device. It was unknown to the reporter if the event occurred during set-up or surgery. The reporter stated there were no injuries or medical intervention reported. All available information has been disclosed. If any additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device has been returned and evaluated. Reliability engineering tested the device, and the customer's reported condition could not be confirmed or duplicated. The unit met all specifications, and no failures were observed during the assessment. If additional information is received, a supplemental report will be sent accordingly.